Manufacturer narrative:
An amo field service engineer examined the system at the customer's location and no issues found related to the event. The field service engineer found a splash of balance salt solution on an optic in the outer boundary and replaced the optic. All pertinent info available to amo has been submitted. Should new info that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.

Event description:
The doctor reported that a pt treated for a laser vision correction presented at the post operative examination with an over correction of 1/4 diopter in the right eye and 1/2 diopter in the left eye. The pt's astigmatism remained the same with the same axis. The pts uncorrected and best corrected visual acuity was not provided.